Manufacturer narrative:
(B)(4). Clip. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, five clips conforming and three clips with gap were fed; however, it could not be determined what may have caused the found malformed clips. In addition, the device locked out as intended but the orange indicator was not completely visible. These findings are not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired three times. No other details were provided. A new device was used to complete the procedure. There was no patient impact.